Event description:
The institution reported to the distributor on 14 may 2007, that an intergard knitted vascular prosthesis igk1809 in its sterile inner packaging was found in a product box identified sk002440. The sterile package was intact and the product was not implanted. The product was returned to the manufacturer on 7 june 2007.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Evaluation summary: an examination of the complaint device labeling was performed by intervascular qa/qc manager. The carton box labeled sk002440 lot 11733005b03 contained a bifurcated graft packaged in a double blister identified with igk1809 lot 03f26. It should be noted that the device igk 1809 lot 03f26 was the subject of a prior report (medwatch report # 1640201-2007-00003). In this report, it was evidenced that the outer box labeled igk1809 lot 03f26 contained a straight graft in the inner blister. The graft in the inner blister was not identified. Investigation evidenced five potential causes that could have explained this mislabelling: products were mixed at final packaging step. Products were mixed during a product return for re-packaging. Products were mixed prior distribution to the institution. Products were mixed in the institution. Our records indicated that products were packed at final packaging, on different days. The device igk1809 lot 03f26 was packed on 07/01/2003. The device sk002440 lot 11733005b03 was packed on 02/09/2005. Thus, no product mixing at final packaging could have occurred. Our records indicated none of the products were returned to the manufacturer for repackaging. Thus no product mixing could have occurred. The device sk002440 lot 11733005b03 was shipped from intervascular la ciotat to our distributor (wl gore and associates, inc.) On 02/23/2005. Then, it was shipped from wl gore and associates, inc to the institution. The device igk1809 lot 03f26 was shipped on 10/24/2003. Then, it was shipped to the institution. Considering the products' flow and the shipping dates, the both devices were never present simultaneously in the same facility before their distribution to the institution thus, no product mixing could have occurred prior distribution to the institution. The device sk002440 lot 11733005b03 was shipped from our distributor to the institution on 05/31/2005. The device igk1809 lot 03f26 was in the institution at this date. On 12/27/2006 (date of medwatch report # 1640201-2007-00003), the both products were in the institution. Thus, the product mixing could have occurred at the institution between 05/31/2005 and 12/27/2006. The latter cause (product mixing in the institution) is believed to be the most likely cause of the product mixing that result in product mislabelling. This conclusion confirmed the first hypothesis issued in the medwatch follow-up report # 1640201-2007-00003.